Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Reviewed of an episode found the rhythm appeared to be a combination of noise and ventricular tachycardia (vt). Boston scientific technical services (ts) discussed the noise could be the result of the patient seizing during the event. It was recommended to bring the patient in for further evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.